Event description:
It was reported through the litigation process that, approximately eight years and five months post filter deployment, it was alleged that five of the six primary filter struts perforated through the inferior vena cava and one of the six secondary filter struts directly impinge on the underlying l2-3 disc and penetrate into the superior endplate of the l3 vertebral body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three weeks of post deployment, the patient complained of continuous back pain. Around, two years later, the patient was admitted for back pain, right lower quadrant, and right upper quadrant abdominal pain. Around, six years and ten months later, previous radiologic studies were reviewed, and the findings showed that inferior vena cava filter was a bard meridian retrievable inferior vena cava filter, and the filter was deployed in an infrarenal location and remained centrally situated within the patient¿s infrarenal inferior vena cava at the l2 level. The filter apex/hook was positioned at the level of renal vein confluence. No significant caudal or cephalad filter migration has occurred since implantation. The filter does not display clinically significant tilt and the filter apex/hook does not contact the caval wall. Also, the patient¿s infrarenal inferior vena cava measured 20 mm in maximum diameter below the renal veins at the level of the filter. The study also showed that five of the filter¿s six legs (primary struts) perforated through the caval wall and one of the filter¿s six arms (secondary struts) also perforated the inferior vena cava wall. The perforated posterior struts directly impinged on the underlying l2-3 disc and penetrated into the superior endplate of the l3 vertebral body, where they have produced hypertrophic boney reactive changes due to mechanical irritation. The perforated anterior strut (1:00 o¿clock) is in direct contact with the posterior wall of overlaid small bowel and the perforated anterior strut (11:00 o¿clock) directly impinged upon/entered the upper aspect of the r gonadal vein. Also, no strut fractures or missing filter components were apparent. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, approximately eight years and five months post filter deployment, it was alleged that five of the six primary filter struts perforated through the inferior vena cava and one of the six secondary filter struts directly impinge on the underlying l2-3 disc and penetrate into the superior endplate of the l3 vertebral body. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary:the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that, approximately eight years and five months post filter deployment, it was alleged that five of the six primary filter struts perforated through the inferior vena cava and one of the six secondary filter struts directly impinge on the underlying l2-3 disc and penetrate into the superior endplate of the l3 vertebral body. The current status of the patient is unknown.